Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll s/c 200 - 302995 contained foreign matter. Complaint via email. Patient infuses advate 3 x week for many years. Grandmother drew up medication in 10 ml syringe and noticed some "black dots" inside it. She did not administer medication-dose was wasted.